Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) may undergo another surgery for the implanted device. As of this time, this ICD remains in service. No additional adverse patient effects were reported.